Manufacturer narrative:
It is unknown if the device is available for evaluation.

Event description:
The event occurred on an unknown date. The customer reported a leaking plum oncology set during chemotherapy. There was patient involvement, but no harm reported.

Manufacturer narrative:
No list # 140099290 product samples or videos were returned for investigation. An image was provided that shows a spot of fluid on a sheet. No image of the product or a leak in progress was provided. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Manufacturer narrative:
The sample is not available to be returned for evaluation. Due to a system limitation, the received date is inadvertently marked as 6/25/2019 in the supplemental emdr. The correct date is 7/16/2019.

Event description:
Additional information received on 16 jul 2019 stating that a nurse, patient and relatives was exposed to the leaking drugs and there was a delay in therapy. There was no reported harm.